Event description:
Customer's mother reported that at 5:02 pm her daughter's blood glucose measured 100 mg/dl, but it had risen to 477 mg/dl by 7:50 pm. The mother, who had not been home, returned, and at 7:38 pm her daughter's bg read "high" (>500 mgdl). The mother stated that she realized that the cannula must have come out of the infusion site between 5 and 7 pm. She deactivated the device and the adhesive was wet and she could smell insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the product condition. The customer reported that the cannula had pulled out of the infusion site. The condition if undetected can interrupt insulin delivery and could contribute to hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod's user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It advises "at least once a day, use the pod's viewing window to check the site for signs of infection and to confirm that the soft cannula is securely in place."